Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini drawers 3 and 4 were not functioned. The field service engineer (fse) isolated the failure to the module controller and found a burned u501 microchip, resulting in loss of drawer communication. The module controller was replaced, and all connectors and harness interfaces were verified for secure electrical and communication contact. The unit tested successfully after repair. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, unable to restock in drawer 4.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition of unable to restock was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order #(B)(4), the fse reported that troubleshooting isolated the failure to the module controller. Inspection revealed a burned u501 microchip on the controller, causing loss of drawer communication. The module controller was replaced, and all connectors and harness interfaces were verified secure following installation to ensure proper electrical and communication contact. Post-repair testing was completed with a remote csc agent, who confirmed proper drawer operation through diagnostics. The report was closed. During dchu visual inspection: pn 151730-21 sn (B)(6): the pcba pmc pyxis mini fw1-12 was received with signs of thermal damage on component u501. During dchu testing: pn 151730-21 sn (B)(6): the testing from dchu was not required due to the signs of a thermal event on component u501 on the pcba. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u501 on the pcba pmc pyxis mini fw1-12 (pn 151730-21) resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, unable to restock in drawer 4. As per the part investigation, it was determined that the reported issue was attributed to thermal damage of component on the pcba pmc pyxis mini fw1-12 resulting from an electrical failure, which compromised cubie pocket communication and control signals, leading to malfunction. There were no adverse events or injuries reported based on this event.